Manufacturer narrative:
Visual inspection was not performed as the lens has been discarded. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The optical measurement performed at final inspection was reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu also provides several references to assist in the proper lens dioptric calculations. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to a refractive surprise. Further, it was reported that the patient was not happy with her vision. The lens was replaced with a 23.5 diopter lens, the same model. Replacement lens was 1.5 diopter larger. The patient was 20/20 on her first day post op.